Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout during angulation adjustment a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image and malfunction found during device evaluation blackout image during angulation adjustment was due to electronic component problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no image while adjusting angulation during inspection for use. There were no reports of patient involvement.